Event description:
It was reported that the laser was forward firing. The end of the fiber also burnt. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap and metal cap were detached, and were not returned with the fiber, therefore, the levels of devitrification and debris adhesion could not be determined. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. Functional testing also showed that the forward firing output was above the threshold for patient harm, therefore, the reported forward firing event is confirmed. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the laser was forward firing. The end of the fiber also burnt. The procedure was completed with another device. There were no patient complications.